Event description:
It was reported that during the photo-selective vaporization procedure, the fiber broke by the handle. There was no light observed coming from the break location. The procedure was completed using a new fiber. There were no patient complications.

Event description:
It was reported that during the photo-selective vaporization procedure, the fiber broke by the handle. There was no light observed coming from the break location. The procedure was completed using a new fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the greenlight moxy fiber was visually and microscopically examined and functionally tested. The glass cap exhibited mild devitrification at the output window; charred detritus was also adhered to the metal cap. A fiber body break was identified between the control knob and distal tip. The fiber was tested with the hene (helium neon) laser fixture and most energy was observed escaping from the fracture location. A device history record review (DHR) review confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. It is likely that procedural handling of the device during set-up and use such as excessive manipulation/rough technique contributed to the fiber body break. Therefore, the investigation is assigned a probable cause code of unintended use error caused or contributed to event.